Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that alert/notification settings occurred. The wearable was inserted into the arm. On (B)(6)2024, the patient was experiencing a sensor error on her tandem insulin pump, however, the patient¿s cgm app was providing her with cgm values. Therefore, the patient was still able to monitor her cgm values on her phone via the dexcom app. At an unspecified time later, the patient lost consciousness. The patient could no longer recall the events leading up to her losing consciousness. She was found on the floor by her husband, who then call 911. At this time, the patient¿s insulin pump was still in an error state. However, it was reported that the patient was not alerted on her dexcom app of her hyperglycemic state. No specific gcm value was provided at this time. Emergency medical services arrived and transported the patient to the emergency room. Once at the ER, the patient¿s bg level was found to be 700 mg/dl. The patient was treated with insulin. She was then discharged home after 10 days. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B3 date of event - correction. H2 correction.